Event description:
It was reported that in cardiosave intra aortic balloon pump, the screen was flickering, there was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional initial rep name: (B)(6). Updated data: b4, g3, g6, h1, h2, h11, e1 (email), h6. (Type of investigation, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) was unable to duplicate the failure. Checked connections to resolve the issue.